Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal seal; the distal seal appeared intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure an air leak occurred. Following sheath insertion air was aspirated into the syringe connected to the extension port of the sheath, prior to catheter insertion. A new sheath set was used to continue and complete the procedure. There were no adverse patient consequences.